Manufacturer narrative:
Results (evaluation result): visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusion (unable to confirm complaint): based on the complaint history, visual inspection of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review - reportedly, icl (13.7 mm) was explanted/exchanged for a shorter length icl (13.2 mm), six days postoperatively, to address excessive vaulting and shallowing of anterior chamber. Prior to the exchange the surgeon performed secondary iridotomy to open the angle. Following secondary yag, anterior chamber was still shallow nasally so the surgeon decided to exchange the lens. Va four hours after exchange was 20/25. Conclusion: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) /2015. The peripheral iridotomies were redone to open the angle but the chamber was shallow. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens.